Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the device is at elective replacement indicator. Interrogation revealed that there had been a power on reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that the device had electrical discontinuity with an open reed switch.